Event description:
A customer's family member reported that the customer lost consciousness shortly after receiving a reading of 80 mg/dl on their freestyle meter. The customer was transported to a local hospital via paramedics where he was diagnosed with hypoglycemia and treated with unk intravenous solution. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.